Event description:
It was reported that during central processing, the 8mm force bipolar instrument was not working properly. One jaw appeared to be more loose than normal and did not line up properly. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there was no bent grip tang observed or missing or detached material from portion of device that enters the patient's body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on one of the grips resulting in a grip tip breakage from its base. The broken grip tip is hanging from the conductor wire. The complaint was confirmed by failure analysis. The probable root cause of the broken molded insulator is attributed to damage during use, which may result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.